Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received notification alerts for frequent non sustained right ventricular lead noise. The noises were determined to be related to myopotential noises that led to the secure sense algorithm being passive. Programming changes were made to resolve the issue. No adverse events were noted. The patient was in stable condition and was to be closely monitored.